Event description:
This is filed to report leaflet damage and intervention. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr). During a mitraclip procedure the first clip was implanted without an issue. As the second clip grasped the leaflets. It was noted that the posterior leaflet had come out of the clip and there was leaflet damage. The second clip was repositioned to treat the mr next to the leaflet damage, and was firmly attached to both leaflets. The clip was deployed. The mr was reduced to grade 3. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unspecified tissue injury (therapy/non-surgical treatment, additional (includes additional mitral/tricuspid valve)) associated with the posterior leaflet damage appears to be due to procedural circumstances (the leaflet coming out of the clip while grasped). The cause of the reported difficult or delayed positioning (leaflet capture) associated with the posterior leaflet coming of the grasp could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.